Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that during the pacemaker check in may 2019 the longevity was at seven years, and seven months later the battery longevity was showing a little over 3 years. It was mentioned that the patient had chronic atrial fibrillation (af) with the signal artifact monitor (sam) feature enabled, so disk analysis was sent it to review if the high atrial rates were contributing. Engineers determined that the device was high rate atrial sensing at an average rate of 197 bpm. High rate atrial sensing can cause an increase in power consumption and this device was consuming about 55uw and the estimated battery calculator consumption was about 31uw. The device was programmed to provide therapy in the ventricle only, which had already made a positive impact in the power consumption. The device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that during the pacemaker check in (B)(6) 2019 the longevity was at seven years, and seven months later the battery longevity was showing a little over years. It was mentioned that the patient had chronic atrial fibrillation (af) with the signal artifact monitor (sam) feature enabled, so disk analysis was sent it to review if the high atrial rates were contributing. Engineers determined that the device was high rate atrial sensing at an average rate of 197 bpm. High rate atrial sensing can cause an increase in power consumption and this device was consuming about 55uw and the estimated battery calculator consumption was about 31uw. The device was programmed to provide therapy in the ventricle only, which had already made a positive impact in the power consumption. The device remains in-service. No adverse patient effects were reported.